Event description:
It was reported that the patient had one lead with high impedances. The investigation did not determine which lead had the high impedances. Surgical intervention was undertaken and the lead was explanted and replaced.

Manufacturer narrative:
Event date is estimated. The allegation is against 1 of two leads. However it is unknown which component, therefore all potential components are being listed. Additional components potentially involved in the event include: model: 3186. Serial: (B)(4). Batch: a000096658. Lead, 8ch 60cm, mrc, gen3, us, pr (bsi). UDI: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.